Manufacturer narrative:
Concomitant medical product: dtmb1qq ICD; 429888 lead, implanted: (B)(6) 2019rt. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was under-sensing atrial flutter after the ablation procedure. It was noted that the ra lead showed no p-wave measurements. The lead is still in use. No patient complications have been reported as a result of this event.